Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was sensor error for over 3 hours. The senso was inserted at the abdomen on (B)(6) 2019. The patient reported not feeling well. The patient's mother measured his bg and gave glucose. The patient was able recover. No data was provided for evaluation. The complaint confirmation of the reported sensor error could not be determined. A root cause could not be determined.